Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. Internal/external inspection was performed with no issues noted. Rite (returned instrument test evaluation) electrical and functional testing were conducted and failed electrical testing. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. The cause of the issue was determined to be an issue with the pump. To resolve the issue, the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.